Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage shocks and antitachycardia pacing due to intermittent atrial fibrillation events and intermittent undersensing. The device was reprogrammed. The patient was stable before, during and after.